Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the system and confirmed the reported issue. The switch was replaced to resolve the reported issue. No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Foreign report source: (B)(6).

Event description:
Reported via (B)(6) database: it was reported that the system could not change from manual to automatic mode. There was no report of patient involvement.